Event description:
The customer reported to olympus that the gastrointestinal videoscope's air and water could not be supplied. The issue was found during a diagnostic inspection procedure, which was completed with the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material inside the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive around light guide lens was peeled; the connecting tube had a wrinkle, the control unit had discoloration, due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value and the angle in the up direction did not meet the standard value; the forceps channel port was shaved, the suction cylinder was shaved. Additionally, the following components had a scratch: the forceps elevator knob, the forceps elevator lever, the grip, the right/left knob, the scope connector cover unit, the suction connector, the scope cover, the switch box, the upward/downward angulation control knob, the universal cord, the control unit. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was immersed the in the detergent solution. There were unspecified abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection' and the reprocessing manual in 'chapter 5 reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.